Event description:
It was reported that a user applied a new freestyle libre 3 plus sensor and did not receive a warm-up or glucose reading, consistent with a sensor pairing failure that was subsequently resolved after troubleshooting and education, with successful rescanning and pairing at call conclusion. User experienced dosing interruption alerts indicating that insulin dosing would stop soon with no adverse clinical symptoms reported. Outcomes included temporary interruption of automated dosing until pairing was restored and no health impact. User support included guided troubleshooting to reinitiate sensor communication and confirm successful pairing. Investigation of this case revealed a transient communication or pairing issue consistent with a sensor connectivity problem that resolved with rescan and re-pairing. It was concluded, based on previously established findings for similar reports, that the cause was user-system interaction leading to temporary sensor pairing failure.